Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on her back under the therapy electrodes. The patient's physician advised that the patient should use 1% hydrocortisone cream and cornstarch for the rash. The medical outcome of the patient's rash is unknown.